Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the new gastrostomy orifice was inflammatory (purulent discharge, pain, induration). Oral antibiotic augmentin 1g 3x / day therapy was prescribed. A CT scan was performed showing the path of the inflammatory tube, without collection. A removal of the tube is planned and an installation in 3 weeks to 1 month of a new one.